Manufacturer narrative:
(B)(4). Corrections: section d1: corrected brand name. Section d4: corrected expiration date, UDI #. Section d9: device not available for evaluation. Section h11: method: the subject rt380 adult ventilator circuit was not returned to fisher & paykel (f&p) healthcare for evaluation as the device had been discarded by the healthcare facility. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the customer reported that an rt380 adult ventilator circuit failed the pre-use ventilator leak test prior to patient use. The subject device was not returned to f&p healthcare in new zealand for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported failed ventilator leak test. All rt380 adult ventilator circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology show in pictorial format the correct set-up of the circuit and also states the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt380 adult ventilator circuit dual heated with evaqua technology failed the pre-use ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The subject rt380 adult ventilator circuit dual heated with evaqua technology has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt380 adult ventilator circuit dual heated with evaqua technology failed the pre-use ventilator leak test prior to patient use there was no patient involvement.